Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One groshong catheter was returned and a kink was identified on the stylet. The root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150j implantable port experienced material deformation. The introducer sheath was kinked. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight and sex were not provided.

Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for material deformation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0606150j implantable port experienced material deformation. The introducer sheath was kinked. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight and sex were not provided.